Event description:
It was reported on (B)(6) 2025 that the patient was experiencing a skin irritation while wearing the electrode - patch - universal 2 channel. The patient said they were experiencing a chemical burn, redness starting on (B)(6) 2025. The patient ended service. The patient did not follow proper skin prep, since they prepped their skin by using alcohol wipes and mineral water. The patient does not have a history of skin sensitives or allergies. It was documented that the patient saw a doctor, and that steroid cream was prescribed. The patient was advised about the alternative electrode options and cloth electrodes were ordered and shipped to the patient. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: improper application technique. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.